Event description:
It was reported that the patient with this right atrial (ra) lead experienced palpitations. No atrial markers were observed on presenting electrogram (egm) and atrial pacing was aswell not observed. A ra lead dislodgement was suspected as at the 12 lead EKG from the ed, p waves were observed. Also, there is an instance in which the right ventricular (rv) lead shows loss of capture at on automatic threshold test. An x ray was completed and the ra lead was confirmed to be dislodged. Loss of slack was observed. A lead revision was completed for both ra and rv leads. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.